Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon performed a revision of patient's left hip after patient fell and dislocated a bipolar component. Surgeon washed out the site and lengthened the site. Rep reported that explants will not be returned and no further records or information are available to him due to hospital policy.